Event description:
It was reported that the patient experienced "acute ineffectivity of the system, since spasticity has retuned, within one day". The actions taken were reported to be: dose was elevated with no effect; the catheter was filled with contrast (date not reported) - no sign of leakage/no problem was found with the catheter; and the pump was replaced. There was no patient injury. The patient status was reported as "no change after implantation". The pump as used to deliver baclofen. Additional information has been requested, a follow-up report will be sent if additional information becomes available.